Event description:
We have received multiple boxes of gloves that have mismatches sizes, break very easily, and appear to be latex (the box reads nitrile). In addition, some appear to be used. This is the case in nearly all of the boxes of gloves received from this company. Vglove vn. FDA safety report ID # (B)(4).